Event description:
The user was in her chair about a month ago and her dress got caught on the joystick and it took off with her in it. The jerking motion of the chair threw her from the chair and she was injured.

Manufacturer narrative:
User's son called and stated that around a month ago, he had left his mom home alone. When he came home from work, his front porch had all of the rocking chairs as well as an iron loveseat thrown around and he found his mom was crawling on the floor. He said she told him that she was in her chair and her dress got caught on the joystick and the chair took off with her in it. The jerking motion of the chair threw her from it and her dress got caught in the wheels. The chair drug her in circles all across the porch. She ended up on the floor for over an hour. She had started coughing up blood and had a cut on her right knee. The user sustained bruises all over her body from her face, neck, chest to her arms and shoulders. She suffered internal injuries which caused internal bleeding and was hospitalized for 2 weeks as a result of the injuries.